Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the hcp felt that the battery voltage decrease post elective replacement indicator (eri) seemed to be faster than what she is used to; the voltage was at 2.48 two weeks ago. It was also stated that the manufacturer representative (rep) did not confirm if the battery was truly at end of service (eos) but eos was reported. It was also stated that a "replacement surgery is not yet scheduled for another month". The patient / device information and the cause of the rapid post-eri depletion remains unknown. No symptoms were reported.